Event description:
It was reported that the lead was implanted after the use-by-date. The lead remains implanted. The patient is enrolled in the improve sudden cardiac arrest (sca) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.